Manufacturer narrative:
Taper ii visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device returned noted surgical-like damage to the ring of band. This breakage may have been made to facilitate removal of the device, and may not be the cause of the leakage. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Reported on return paperwork as "band leak".